Manufacturer narrative:
The 23mm sapien 3 ultra resilia valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: the one day post operative transthoracic echocardiogram (tte showed mild to moderate medial pvl. The one-month tte showed the severity of the pvl remained the same. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3ur, the patient screen manual, device preparation manul and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of paravalvular leak was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure training manual identifies several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, " a 23mm sapien 3 ultra resilia valve was deployed at 80:20 aortic/ventricular position with 2 ml less contrast solution than nominal volume, as intended. Right after tavr, the first degree pvl was observed (displacement jet from the 9 o'clock direction in the short-axis view). On pod-103, the first degree pvl was observed (displacement jet from the 9 o'clock direction in the short-axis view). On pod-124, diagnosis of hemolytic anemia was made based on the lab results of low haptoglobin 1.5mg/dl, ldh 811u/l and hb 9.1. The patient was placed under observation. On pod-145, the first degree pvl was observed (displacement jet from the 9 o'clock direction in the short-axis view)." As noted, patient had a valve area of 344.36mm2, which was within the recommendation range (338-430 mm2) for thv size 23mm, so the potential root cause of undersized thv was eliminated. In this case, due to limited information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over, the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is the break down due to mechanical damage, such as from heart-lung bypass or as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. The IFU and training materials have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild paravalvular leak (pvl) may have caused or contributed to this event. May have caused or contributed to this event. A review to edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and a CAPA were initiated to document the investigation and assess associated risk for this event.

Event description:
According to our affiliates in japan, a first-degree paravalvular leak (pvl) was observed following the implantation of a 23mm sapien 3 ultra resilia valve during a transcatheter aortic valve replacement (tavr) procedure. On postoperative day (pod) 124, the patient was diagnosed with hemolytic anemia, indicated by low haptoglobin levels. Four months after the tavr procedure, the patient was hospitalized with mild heart failure associated with mild hemolytic anemia. After adjusting the patient's medication, they were discharged. Two weeks post-hospitalization, the patient was reported to have recovered. The report noted that the valve was deployed at an 80:20 aortic/ventricular position, using 2 ml less contrast solution than the nominal volume, as intended.